Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker called latitude customer service and reported that she had passed out for about two minutes. The patient asked if the pacemaker could be interrogated from boston scientific. The lcs consultant discussed that this could not be performed and that she should contact her physician. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in the doctor's office eleven days after the incident. The device was found to be operating normally. This patient has had a known history of syncope and the physician attributed the reported incident to the patient's condition. No additional adverse patient effects were reported. The device remains implanted and in service.